Event description:
The operator of an advia 1650 instrument loaded three patient samples onto the sample tray. Each sample's barcode was read, but the instrument sampled from the tube in position 1 of the sample turntable (stt) three times instead of sampling each of the three tubes. The results for the patients whose tubes were in position 2 and position 3 of the stt were discordant. The discordant results were not reported to the physician(s). The samples were repeated on an advia 1800 instrument and resulted as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the repeated sampling of the tube in position 1 of the stt.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the tsc learned that a siemens customer service engineer (cse) had recently serviced the instrument. During service, the cse put the instrument into the stt fix position, which only samples from position 1 of the stt. The cse did not unlock the stt fix position prior to enabling the customer to use the instrument. The tsc specialist instructed the customer how to change the system parameters to unlock the stt. The cse should not have left the instrument in the stt fix position after performing service. The cause of the instrument only sampling from position 1 of the stt was the cse's failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.